Manufacturer narrative:
Section b5: additional info manufacturer's investigation conclusion: the report of a separation of the distal end bend relief from the metal connector of the patient's driveline was confirmed based on an on-site evaluation by an abbott representative. However, the report of several tears in the outer jacket of the patient's driveline could not be confirmed through this evaluation because the device is not available for analysis and no photos of the cosmetic jacket damage were submitted for review. The system controller log file submitted at the time of the event contained data from (B)(6) 2019 ¿ (B)(6) 2020 and appeared to show the pump operating as intended with stable parameters for the duration of the log file with no indications of potential driveline wire damage. A clamshell repair kit was installed by the clinical consultant on (B)(6) 2020. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by corrective action. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline" in section 4 "living with the heartmate ii". Section 5 "alarms and troubleshooting" also contains a section on "what not to do: driveline and cables" and cautions the user not to twist, kink, or sharply bend the driveline. The heartmate ii lvas IFU addresses damage due to wear and fatigue of the driveline and also includes driveline care instructions under "caring for the driveline" in section 6 "patient care and management". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clamshell repair was performed. Continued to monitor patient.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a break in the outer covering of his drive line (dl) at the connector going into the controller. The patient was seen in ventricular assist device (vad) clinic on (B)(6) 2020. Of note, patient had several low voltage alarms on interrogation and several tears to his drive line, which were rescue taped. The customer reached out to the clinical representative to discuss possible clam shell repair.